Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the device removed from tissue? - surgeon managed to remove the stapler from the tissue by reversing the knife blade and then opening the jaws. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? ¿ not known. Was buttressing material utilized? If so, which product? - not known. Was the instrument fired across or near an existing staple line or clip? - not known. Were any unexpected noises heard? If so, when?] - not known. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the device removed from tissue? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when?

Manufacturer narrative:
(B)(4). The analysis results showed that one ec60a device was returned with no visual non-conformances and loaded with an ecr45b reload. The reload was noted to be unfired. Please note that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60mm IFU. It should be noted that when attempting to fire a 60mm device with a 45mm cartridge reload, the device will lock out; in order to open a locked device a reverse stroke needs to be performed trigger to trigger in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with a 60 mm reload and it achieved a complete fire sequence without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeons used an ec60a (echelon flex) with a ecr60b reload. When closing down on the tissue, the reload would not fire and the stapler could not be opened. The procedure was completed with a competitor device. No patient consequences reported.